Event description:
It was reported that while in its box, the implantable cardiac monitor could not be interrogated. The device was not used and returned.

Manufacturer narrative:
Final analysis found a battery anomaly which resulted in the reported inability to interrogate the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.